Event description:
As reported, approximately 5 years post op the initial right tsa, this (B)(6) male patient was revised. Two years ago, the 46mm poly disassociated from the adaptor tray and slowly migrated to the scapula. Over time, the 46mm glenosphere impacted on the adapter tray creating metalosis. On (B)(6) 2021, the patient reported increased pain to his local orthopedic surgeon. On (B)(6) 2022, the pain increased quickly. Patient is a farmer with high pain tolerance. There was a 15-30 minute delay/prolongation.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-01-15, (B)(4) - equinoxe, humeral stem primary, press fit 15mm; 320-01-46, (B)(4) - equinoxe reverse 46mm glenosphere; 320-15-05, (B)(4) - eq rev locking screw; 320-20-00, (B)(4) - eq reverse torque defining screw kit; 320-46-03, (B)(4)- equinoxe reverse 46mm humeral liner +2.5.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of either incomplete seating of the liner during implantation, bone impingement, patient-related conditions, or any combination of these possibilities, which led to humeral liner disassociation. The fractured/worn humeral tray was likely the result of the glenosphere articulating on the humeral tray for approximately two years after the humeral liner disassociation occurred. The reported metallosis was likely the result of metal-on-metal contact between the humeral tray/stem and glenosphere. Section h11: *the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.